Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. The side door switch was adjusted and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the door was fully closed but the image acquisition system (ias) was showing as it was open. There was no patient present when this issue was identified.